Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen failed. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen had issues. The rse evaluated the issue and confirmed that the center right part of the touchscreen was not working. The rse stated the touchscreen required a replacement.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(4). Reporter phone #: (B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18086.

Manufacturer narrative:
H10: it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A field service engineer (fse) then went onsite and replaced the touchscreen and front panel to resolve the issue. The fse replaced the touchscreen and front panel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.